Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 80% to 10% within 3 days. The customer also reported that the were unable to charge the pump. The customer's blood glucose (bg) level was 200 (mg/dl). A manual injection was delivered. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.

Manufacturer narrative:
Battery not holding charge.